Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that was dropped and has a cracked tube motor column on channel b pumphead module (phm). This condition had the potential to interrupt delivery. This condition was found in the intensive care unit department upon programming/setup. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump that was dropped and has a cracked tube motor column on channel b pumphead module (phm) was confirmed during product evaluation in the pump's event history. This condition was caused by the cracked tube motor column. The channel b pumphead module was replaced to correct the reported condition.